Event description:
It was reported the insulin pump alarmed no delivery. Customer's mother did not know customer's current blood glucose level. Customer was at school. Customer's mother was advised to do a complete set change. Customer's mother stated she was going to go to school and call back for assistance. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.